Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there were no damages to the battery compartment and the cap was able to secure properly. No evidence of moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was duplicated in the evaluation. Battery compartment crack was found in the threads area with evidence of moisture corrosion in the compartment. A battery compartment leak was demonstrated in a leak test. The threads on the battery cap were found to be stripped and it was unable to secure properly onto the pump. Using a test cap, the pump failed to power up and was unresponsive. The remaining functional testing could not be performed. Pump casing was opened and additional evidence of moisture ingress was found on the power circuit board as well as the force sensor plate inside the pump.